Event description:
The patient was connected to the extracorporeal circulation (tubing system beq-top 14801). After initiation of the bypass it was noticed that the venous drainage was poor. The system was checked immediately for any error. After checking the lines and tracking everything it was noticed that the color tapes on the arterial and the venous line were placed incorrectly. Due to this the connection of the arterial and the venous line was interchanged. The affected lines were switched to the proper position and the procedure was begun successfully. (B)(4).

Manufacturer narrative:
The affected device was not returned for investigation; however, the verification of the lot specific production documentation shows that the reported nonconformity is related to a wrong technical drawing: the position of the color tapes on the affected line was defined incorrectly in the technical drawing of the tubing set. Maquet cardiovascular submits this report on behalf of the legal manufacturer of the device (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Maquet cardiovascular is submitting an additional initial report as the uf/importer reporter. The uf/importer report number was added to the form and the MFR report number was removed. MFR. Report #: 8010762-2010-13510. (B)(4). Uf/importer report#: 30083551643-2010-13510. (B)(4).